Event description:
It was reported that during central processing, the force bipolar instrument had a broken tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the midpoint of the grip. A piece was found to be broken off the yaw pulley. The broken piece was not returned. The complaint regarding broken tip was confirmed by failure analysis. An additional observation not reported by site but related to the primary failure was that the instrument was had a broken conductor wire at the grip-crimp location. The instrument failed the electrical continuity test and there were no signs of thermal damage.